Manufacturer narrative:
Field service was performed. The reported coolant leak was confirmed. There was leakage from the chiller input hose connector. The coupling insert that is connected to the chiller was broken. A coupling insert replacement was performed and normal operation of the affected device was confirmed. The log analysis performed did not indicate any abnormalities. Coolant leak is a known failure mode in the coolsculpting risk documents. Based on the information currently available, although no adverse event was reported, there is a possibility of: burn and electric shock that could be caused by exposure to uninsulated electric circuits. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.